Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be an electrical connection failure. The blade was replaced. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, no image was displayed. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.